Event description:
It was reported that the right atrial (ra) lead had dislodged. It was noted that the lead had loss of capture, and signals in the electrogram appeared to be coinciding with the r waves. The dislodgement was confirmed via fluoroscopy. The lead was repositioned. No additional adverse patient effects were reported.